Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the caregiver (cg) saw air bubbles in the patient line of the automated peritoneal dialysis (apd) set with cassette. This was found during fill 1 while the home patient (hp) was connected. The technical service representative (tsr) assisted the cg in ending the therapy and advised the cg to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.